Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is tilted at an angle making charging difficult. Reportedly, the patient has gained weight. Subsequently, surgical intervention was undertaken during which time the pocket was revised and the ipg explanted and replaced with an updated model. Effective stimulation was achieved postoperatively. The issue is resolved.